Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the videoscope exhibited whitish foreign material inside the air/water (a/w) cylinder and a/w tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found whitish foreign material inside the air/water cylinder and air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material may have remained because the device was not reprocessed properly due to a leak from the bending section cover. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-ez1500 operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.